Event description:
The customer reported the system was frozen, locked up. This resulted in a loss of imaging functionality. There is no report of pt injury or death associated with this event.

Manufacturer narrative:
A ge service rep performed an on site investigation. The x-ray tube will be replaced. The reported issue is currently under investigation.